Event description:
It was reported that the spring detached from outer ring of inserter prior to insertion on (b)(6)2026 at cocking the spring and the patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR 3003442380-2026-62001 / Initial 3 of 10Based on the available information, this event is deemed to be a reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.